Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 105.5 cm from the hub. The distal fractured segment was intact with the packaging mandrel. Conclusion: evaluation of the returned device revealed that the benchmark was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted out of its sterile pouch at extreme angles, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, a hospital staff noticed that a benchmark 6f 071 delivery catheter (benchmark) was fractured and stretched upon removal from the packaging. The damage to the benchmark was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new benchmark.